Event description:
It was reported that there was a separation between the female connector (navy blue) and main body (light blue) of the minicap transfer set. The event was further described as ¿the light blue connector was separating from the navy blue portion¿. This was observed during use for automated peritoneal dialysis therapy; when the patient was disconnecting the patient line. The device had been in use on the patient for 10 days. As a result, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a separation between the female connector and main body of the twist clamp was observed. Functional tests including leak, clear passage and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.